Manufacturer narrative:
(B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a patient was treated for a one third distal tibia fracture and was implanted with a synthes one (1) nail, one (1) end cap, and four (4) screws. The patient presented with a nonunion on an unspecified date. On (B)(6) 2017, the implants were removed. All the removed implants were intact. The surgeon reamed the canal of the tibia to accommodate a larger diameter nail. He locked that nail with one proximal and one distal screw. The procedure was completed successfully. There was no surgical time delay and no patient harm reported. The patient status was not available. This report is for one (1) 10 mm ti cann tibial nail-ex w/prox bend 375 mm-sterile. This is report 1 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent initial implant procedure on (B)(6) 2016.